Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Reportedly, there was vegetation found on a lead during a transesophageal echocardiography (tee). The patient was given antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.